Event description:
It was reported that this pacemaker exhibited oversensing by the minute ventilation (mv) sensor resulting in rhythm acceleration. The rhythm was successfully converted with deactivation of the mdv sensor, and device data was sent to technical services (ts) for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited oversensing by the minute ventilation (mv) sensor resulting in rhythm acceleration. The rhythm was successfully converted with deactivation of the mdv sensor, and device data was sent to technical services (ts) for further evaluation. No adverse patient effects were reported. Technical services (ts) noted the median and max respiratory rate increased since march 2022, potentially pointing towards a change in breathing pattern that could impact mv. Both implanted leads show in-range and stable lead measurements. Ts also recommended the health care professional (hcp) confirm the device does not feel loose in the pocket. No further information has been provided to date. Should additional follow-up information be provided in the future, an updated report will be issued.